Event description:
The customer's spouse found pt unresponsive and couldn't get pt up. The device was used to check their blood glucose and a result of 177 mg/dl was obtained. Emergency medical technicians were called and they took pt to the hospital. Their glucose level at the hospital was 55 mg/dl. Pt was given orange juice and food. Spouse thought the device was at fault because it read higher than the emergency medical technican meter or hospital. Spouse did not report what the emergency medical technicans' meter read. Controls were not used on the system. The test strips were stored in an unapproved container. The device was replaced and requested to be returned for evaluation.